Manufacturer narrative:
Physio-control evaluated the removed power pcb assembly. It was observed that  a diode, designator cr11 on the power pcb assembly had shorted and caused the device not to recognize battery 2. Physio also evaluated the removed system pcb assembly and determined that the cause of the reported issue was due to a transistor, designator q144 on the system pcb assembly had shorted. This transistor, designator q144 on the system pcb assembly having shorted, caused the device not to power on.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the system pcb and power pcb assemblies. Proper device operation was then confirmed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted physio-control to report that their device would not power on during the morning check. There was no patient use associated with the reported event.